Event description:
It was reported, the underlying (B)(6) the patient had with the patient being stressed became an issue therefore the drug infusion system was removed for six to eight weeks. Additional information reported it has been resolved since (B)(6). The patient is doing well. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4); product type catheter product ID 8709sc, serial# (B)(4); product type catheter. (B)(4).